Event description:
Customer reported a low blood glucose event. Customer was driving. Customer went low. When the customer came to, the insulin pump was alarming threshold suspend. The paramedics were called to the scene. The blood glucose was 48 mg/dl. After the paramedics treated the low with IV; the blood glucose increased to 130 mg/dl. Customer was not taken to the hospital. Customer has been working with physician regarding the boluses. The current blood glucose reading is 131 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.